Manufacturer narrative:
Manufacturing and quality control data: the progav 2.0 shunt system was manufactured by a qualified employee in january 2019. Deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. For the purposes of this investigation, the progav 2.0 shunt system is comprised of a progav 2.0 adjustable pressure valve and a shunt assistant fixed pressure valve. The shunt system was inspected as article fx421t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has indicated that the progav 2.0 valve has a blockage and that the shunt assistant is permeable. Adjustment test: the progav 2.0 valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See section 2.6). Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Due to the compromised brake functionality of the progav 2.0 valve, a computer controlled test was not possible. The shunt assistant operates not within the accepted tolerance. Results: first we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next we tested the permeability and opening pressure of the valves. The progav 2.0 valve was not permeable, therefore the claim of over/under-drainage could not be further investigated. The shunt assistant was permeable but the opening pressure was not within tolerance. The opening pressure of the shunt assistant was significantly lower than expected, indicating a tendency towards over-drainage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve was not adjustable to all settings. The brake functionality was fully operational, however due to the non- adjustability, it was not possible to measure the brake force. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the system at the time of investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a progav 2.0 with shuntassistant 2.0 25 (fx643t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, post-operatively, the valve was suspected of having a blockage and operating in under-drainage. The patient underwent a revision procedure on (B)(6) 2019. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted on an unspecified date. Postoperatively, there was a suspected blockage and under-drainage. The valve was explanted and replaced. Additional information was not provided.